Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was not delivering boluses. The customer¿s experiences high blood glucose and blood glucose level was 190 ¿ 220 mg/dl at the time of incident. The customer¿s current blood glucose value was 200 mg/dl. The customer declined to troubleshoot for high blood glucose. The insulin pump will be returned for analysis.